Event description:
Per received report: the coil was advanced through a prowler lpes placed in the middle meningeal artery for the embolization of a meningioma. The coil was positioned in the artery and failed to detach when the operator attempted to detach the coil in the standard fashion. The "detach" button was pressed several times and the coil was re-positioned several times but it still failed to detach. A second coil of the same was then placed and it detached successfully. Four additional coils were placed and detached in the standard fashion. Additional information received indicated that the patient was not adversely affected, the coil was safely retrieved, no stretching or fracture was noted post coil retrieval and no additional intervention was performed.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.